Event description:
Information received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the emergency trend valve was not working although the trendelenburg function still worked. The technician replaced the emergency trend valve to repair the bed.